Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There were no button error alarms during testing. The unexpected battery out limit and low battery alerts were unable to be conducted, due to keypad being unresponsive. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and stained end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive, and is also receiving button error alarms, along with battery out limit. The customer's blood glucose at the time was unknown. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.